Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shut off in the middle of use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was able to remove the unit from use without patient harm. The customer requested a field service engineer (fse) onsite to replace the power management (pm) board. Onsite service is currently pending. The investigation is ongoing.

Manufacturer narrative:
The fse replaced implemented field correction order, replacement of the power management printed circuit board assembly, to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.